Event description:
The manufacturer received information alleging proximal pressure had failed on the device. There was no harm or injury reported. The device was evaluated by a philips service representative which found that the main board will need replaced to address the reported issue.